Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that model lap top ventilator 1000 reset multiple times while connected to a patient. The patient was removed from the device, provided positive pressure ventilation via manual resuscitator, and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.